Event description:
The implant was deployed and the t1 and t2 anchors of the implant where fixed. However, when the surgeon advanced the slide knot to draw the t1 and t2 anchors together the suture which connects the anchors broke. The suture was removed from the patient, but the t1 and t2 anchors from each device remain in the patient. There was a short delay (~10 minutes) and no patient injury reported.